Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the pt's right eye. The surgeon changed his mind on size and removed the lens. No pt injury, incision not enlarged and no suture needed. Further information was requested but none has been forthcoming. A supplemental medwatch will be submitted when additional information is available.

Manufacturer narrative:
Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: the product pertaining to this claim was not returned for evaluation. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).